Event description:
Customer reported experiencing high blood glucose events twice in the past six months, but the specific cause was unknown and highest levels recorded were unspecified beyond being noted as "high." Cause was not known. To address the situation, the customer administered a correction injection but chose not to provide further details.